Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on (B)(6) 2019 for implant procedure. During the procedure, it was noted that the right atrial lead was unable to be fixed into the right atrium. The physician made several attempts, but was unsuccessful. The right atrial lead was not used and was replaced. The patent was stable and no adverse consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.